Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented via merlin.net with an alert for intermittent capture anomaly. The lead was explanted when repositioning was unsuccessful. The patient was in good condition post procedure.